Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had an audio error message. Additional information was provided by the philips field service engineer (fse) confirming that audio was not functional. The device was not in use on a patient at the time of the reported issue.